Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-00181. It was reported that high impedance issue was observed on the right lead. Patient denies any traumas or falls. Patient lost effective therapy as a result. A surgical intervention is anticipated in the near future. No additional information is available at this time. It is unknown which lead has the high impedance therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the lead was explanted, and a new lead was implanted. There were no complications during the procedure. Therapy was restored. Patient was stable.